Event description:
It was reported that on an unknown date, the patient underwent tha at another hospital. The surgery was completed successfully without any surgical delay. Two years ago, a revision surgery was performed due to dislocation. At that time, the cup was exchanged, and the s-rom stem was removed while leaving the sleeve in place, and anteversion adjustment was performed. The revision surgery was completed successfully. This pc is related to (B)(4) which reports about the implant fracture and the second revision surgery. This pc reports about the dislocation after the initial tha and the first revision surgery.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6: the device lot number is unknown, therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. No device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.